Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that a lead fracture occurred during removal of the test lead. Additionally, it was reported that an error in the surgeon¿s technique had occurred. The fractured lead was explanted and a ¿replacement for other lead¿ were performed and the issue was resolved. It was noted there were no patient symptoms or complications associated with the event, no medical r surgical intervention was needed to prevent a permanent impairment of function, and the event did not lead to or extend patient hospitalization. The patient was alive with no injury at the time of report. No further complications were reported or anticipated.